Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged insulin pump had cosmetic damage like damaged reservoir compartment. Insulin pump received with detached retainer ring. Unable to perform displacement test or lock a test p cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: serial number label missing, pillowing keypad overlay, cracked case on corner of belt clip rails, broken reservoir tube lip, cracked keypad overlay, cracked reservoir tube lip, cracked case above arrow and battery icon, and cracked battery tube threads. In summary, customer allegation for cosmetic damage i.e damaged reservoir compartment was confirmed during visual inspection where detached retainer ring, broken reservoir tube lip, and cracked reservoir tube lip was noted.

Event description:
Information received by medtronic indicated that the insulin pump had crack. Damage occurred by the normal wear and tear. Customer stated that there was a crack on the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.